Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2109161, medical device expiration date: 2027-04-30, device manufacture date: 2022-04-19. Medical device lot #: 2217225, medical device expiration date: 2027-04-30, device manufacture date: 2022-04-19. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure issue. The following information was provided by the initial reporter. The customer stated: "the safety shield fell off after a blood draw."

Manufacturer narrative:
The following fields have been updated with additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 13-jan-2023. H6: investigation summary: bd received 240 samples of lot 2217225 for investigation. No samples from lot 2109161 were received. Twenty (20) of the samples were evaluated by functional testing, each having their eclipse shields activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Additionally, 20 retention samples of each reported lot number from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure issue. The following information was provided by the initial reporter. The customer stated: "the safety shield fell off after a blood draw.